Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant downstream occlusion which were not reproduced during evaluation. Multiple events of downstream occlusion alarms were verified through a review of the event history log and found to be caused by an out of specification tubing guide gap. The downstream plate shim was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion constantly. There was no patient involvement. No additional information is available.